Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the hub/manifold therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found the stent strut rows along the full length of the stent were damaged and deformed. Stent struts were squashed, pushed approximately 4 mm proximally from the distal markerband and bunched close to the distal end of the stent. The stent had moved slightly proximally to align with the distal end of the proximal markerband. The tip was visually and microscopically examined and it was noted that the tip was pulled and stretched distally and showed signs of damage. This type of damages is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 1451 mm proximal to the tip. The piece of the shaft which consists of the hub/manifold was not returned for analysis. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that there was a kink at the port weld. This type of damages is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-mar-2017 it was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, predilation was performed with a maverick balloon. A 3.50 x 24 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and additional dilation was performed with a non-bsc balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube broken.